Manufacturer narrative:
Device evaluated by manufacturer: the complaint product was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The location of target lesion is unknown. An unspecified stent was implanted. The 15mm x 2.5mm maverick2 monorail balloon catheter was used for kissing balloon technique (kbt). During inflation a rupture occurred at 10 atms. The number of inflations is unknown. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.